Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported malfunction that the locking mechanism was not functioning could not be confirmed. However during repair, it was observed that the device failed the modified set screw assessment (loose), there was a hole in the hose near the muffler and the rotations per minute (rpm) were below specifications. It was further observed that the vanes were worn out and broken which caused the device to run below the operational rotations per minute specifications. The modified set screw assessment failure and rotations per minute being below specifications are consistent with normal wear over time. The hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to normal wear and user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the motor device had a hole in the hose near the mufflers. It was further determined that the device failed the modified set screw assessment (loose) and the rotations per minute (rpm) were below specifications. The device was initially returned to (B)(4) because the locking mechanism was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.